Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010048, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010048. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010048 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 09-nov-2024, with a total of (B)(4) units. The assembly, lot 4k05704 was manufactured according to the work instruction (wi) version 27 and manufactured in the quickset line, on 09-nov-2024, with a total of (B)(4) units. The assembly, lot 4k05705 was manufactured according to the work instruction (wi) version 27 and manufactured in the quickset line, on 09-nov-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k06475 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04 - 08, on 01-nov-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k06565 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 05 - 04 -08, on 03-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - work instruction (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. - work instruction (wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. - work instruction (wi) guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room and eventually got hospitalized from (B)(6) 2025 due to diabetic ketoacidosis (dka) event. Blood glucose level was high at the time of the event and got treated with insulin via intravenous (IV) drips. No further information available.